Manufacturer narrative:
The oad was returned to csi. Visual observation revealed the driveshaft had a crown attached and a guide wire spring tip lodged in the tip bushing. The reported event of crown detached was not confirmed. If the driveshaft made contact with the guide wire spring tip during the procedure, this could result in a false perception that the crown had slid distal toward the spring tip. The driveshaft and engaged guide wire spring tip were stretched and damaged proximally from the crown, which was likely the result of the removal attempts of the device becoming stuck in vessel. The root cause of the reported event of crown detachedc was due to use not consistent with the instructions for use (IFU). The IFU cautions: maintain at least 5 mm between the proximal end of the viperwire guide wire spring tip and the oad drive shaft tip to prevent contact of the drive shaft tip with the guide wire spring tip. Further advance the viperwire guide wire, as necessary, to maintain the 5 mm minimum distance. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
During treatment in a severely calcified, 80% stenosed, right coronary artery (rca) using a diamondback 360 coronary orbital atherectomy device (oad), the crown stopped spinning and became detached. The crown moved to the distal end of the viperwire advance guide wire. The guide wire was able to move freely, however, the oad was stuck in the vessel. Several attempts were made to advance a second wire and predilate balloons, however, were unsuccessful. The system was successfully removed with a loop snare. The patient was stable with no adverse consequences.

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).